Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an iliac aneurysm. The endurant bifurcated stent graft was implanted. It was reported that the physician was having trouble cannulating the contralateral side. The physician advanced a tour guide catheter over the flow divider over a wire and torqued the device resulting in a kink of the tour guide and that prevented the wire from advancing. The tour guide was removed and another type of catheter was used and the physician was able to cannulate the contralateral side. The physician stated the cause of the event is unknown. Wire access was lost on the ipsilateral side and the physician was unable to re-wire it resulting in a conversion to an aui. The cause is unknown. An endurant aui was used followed by a fem-fem bypass procedure. No additional clinical sequelae were reported and the patient is fine.